Event description:
I received a #56 depuy pinnacle hip replacement 300 series, on (B)(6) 2008. Since then I have had several incidents each month of severe pain for no apparent reason except walking or kneeling. There has also been 6-8 incidents of excruciating pain when walking that causes me to stop walking. It feels like the bone is splitting open in my thigh and if I walked on it, it would collapse. After resting a while, this pain would go away, but would take at least 1/2 a day. These incidents are not giving any warning signals, they just happen suddenly.